Event description:
It was reported that a patient presented with loss of ble telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the pairing was restored during in-clinic follow-up. There were no patient consequences reported.

Manufacturer narrative:
Correction: "h2 - follow-up type" in 2017865-2023-38623 submitted on 12 sep 2023 should have been "additional information" rather than "correction," and b5 - describe event or problem was also missing.